Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a call service alarm (cs 012) issue. Reportedly the pump alarmed for call service 012 for more than three times in the past 30 days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump have been returned and evaluated by product analysis on 02/12/2015 with the following findings: on investigation, the alleged call service issue was verified in the black box but not duplicated during the evaluation. Review of black box data found the reported call service 012 alarms after a partial bolus delivery. Using the returned caps, the pump powered up with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Bolus exercises were executed correctly without any call service 012 alarms. Pump casing was opened and no anomalies were found with the printed circuit board or the continuous glucose monitor module. Unrelated to the complaint, the display was found to be dim and discolored.